Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance measurement shortly after it was implanted. The measurement stabilized and the lead safety switch activated so it went into unipolar mode. No other issues were noted. This rv remains in service. The patient will continue to be monitored. No adverse patient effects were reported.